Manufacturer narrative:
H3. Product ID 977a275, serial# unknown; was returned for analysis. Analysis of the lead found conductors 0, 3, 6, &7 were broken at 35.3 cm from the proximal end. Product ID 97791; serial# unknown; was returned for analysis. Analysis found a procedural non-conformance; the body of the anchor was perforated by polypropylene suture medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received reporting the discharged battery was due to normal battery depletion/the patient forgetting to charge the implant. The oor (out of range) happened as the broken contacts were partly included in the programming. The issue was resolved by replacing the lead. The manufacturer representative (rep) still did not have the explanted product and will notify once they get it. The patient consent form was attached.

Manufacturer narrative:
Continuation of d10: product ID 977a275 lot# serial# unknown implanted: (B)(6) 2022, explanted: (B)(6) 2023, product type lead product ID 977a275 lot# serial# unknown implanted: (B)(6) 2022explanted: product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID: 977a275, lot#/serial#: unknown, implanted: (B)(6) 2022, explanted: (B)(6) 2023, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a275, serial/lot #: unknown. The lead was either serial number (B)(6) or (B)(6), but it was unable to be determined at this time. G2. Foreign: germany. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that one lead (8-15) had 4 contacts which were broken (impedances above 40,000). On the fluoroscopy it seems like there was a kink in the lead right above the anchor. The lead was placed laterally in the cervical part of the spine. As there is lots of movement there, this could have led to broken contacts. The lead was explanted and a new one was implanted. The issue was resolved at the time of the report. The hcp would like to know if the damage on the lead was on the distal part or at the anchor where the kink was observed. The patient status at the time of the report was alive with no injury. It was noticed in the session report that the battery discharged so much that the therapy was no longer possible and that the device was below programmed intensity (oor). Additional information was received from the manufacturer representative (rep). It was reported that there was no way for the rep to know which lead was the one that was explanted and had the 4 broken contacts with impedances above 40,000 ohms. The lead is currently going through the sterilizing unit at the hospital and will be retrieved by the rep at the latest in two weeks (from (B)(6) 2023). Then they will ship it to the manufacturer. The explanted was lead was completely exp lanted and nothing of it was left in the patient. The information was confirmed with the physician/account.